Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent a breast augmentation primary with a mentor memorygel breast implant 400cc and experienced capsular contracture baker grade unknown and device rupture on the left side. The rupture was discovered during explantation on (B)(6) 2019. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 400cc, catalog number 3504004bc, serial number (B)(4) (l) and serial number (B)(4) (r).

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the device it was observed a crease in posterior view, additionally a tear within the crease was noted, measuring approximately 10 cm. No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).